Event description:
It was reported that the device was set to low sensing setting to detect the normal p-waves. This led to far-field r-wave oversensing on the right atrial lead. The patient was asymptomatic. The lead was capped and replaced on (B)(6) 2017. The patient was in stable condition before and after the procedure.